Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, before introducing the monopolar curved scissors (mcs) instrument onto the arm, the operating assistant noticed that the protective sheath did not completely cover the orange part which must usually be sheathed. The protection was therefore put back in place a second time. When inserting the instrument into the robot arm, the sheath was moved back again. While removing the instrument, the mcs tip cover accessory got removed completely and remained in the patient's stomach. The mcs tip cover accessory was removed, and a new tip cover was installed. The procedure was completed as planned.